Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in a microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -9.50/1.0/092 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Lens rotation was observed. On (B)(6) 2024 the lens was exchanged for a same model,size and different power lens and the problem was resolved.